Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a power error detected alarm twice. The customer's blood glucose level was 8 mmol/l. Troubleshooting was performed and they were advised on how to reset the inner battery. They were advised to call back if any further assistance was needed. The device will not be returned for analysis.